Manufacturer narrative:
Device history record is in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return unused product for evaluation.

Event description:
Consumer reported that the tampon applicator had an extra plastic tag on it and while inserting the tampon the tag left a gash in the labia.